Event description:
It was reported that during a battery replacement there was a concerns that the insulation on the lead body could have been nicked when opening the pocket; the lead body was on top of the implantable neurostimulator (ins) and as the doctor was reopening the pocket site to explant the dead ins, the doctor saw the orientation of the lead, which was on top of the ins. The lead was visually examined under a magnifying glass and electrode impedances were run. All measurements were in range and there was no visual evidence that the insulation was compromised. The lead was revised when the stimulator was replaced. The patient was programmed post operatively without event. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v581950, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v581950, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found to be at normal battery depletion. Analysis of the lead (s/n: unknown) found to have crushed contacts but had no electrical shorts and had complete continuity. Continuation of concomitant medical products: product ID 3889-28, lot# v581950, implanted: (B)(6) 2010. Product type: lead; product ID 3093-28, lot# unknown, product type: lead; product ID 3889-28, lot# v581950, implanted: (B)(6) 2010, product type: lead; product ID 3093-28, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.